Manufacturer narrative:
Patient information has been requested. A medtronic representative went to the site to perform a system check out and they were able to confirm the complaint. The representative removed the door covers and then tried to close the gantry and had no issue. Inspection of the split door covers showed that the edges were getting caught up during closing. The representative shaved down both upper and lower edges of both right and left covers. The representative tested several times and had the staff verify that the problem had been resolved. The system is now fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging being used during a spinal procedure. It was reported that the door physically closed, but the system was saying it was open. The site had to press the doors together to get the error to go away. There was no patient harm and the procedure was not delayed.